Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k110122. The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. The balloon was inflated to its rated burst pressure of 24 atm with no leaks or issues noted. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel of the forearm. A 4.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During second inflation at 10 atmospheres for 30 seconds, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
D2b - additional pro code (product code): lit.g4 - additional premarket / 510(k): k110122.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel of the forearm. A 4.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During second inflation at 10 atmospheres for 30 seconds, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.